Event description:
It was reported that the ventilator generated technical error codes for an internal memory error and depleted memory backup battery. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for an internal memory error and depleted memory backup battery. The field service engineer (fse) was informed that the issue was discovered as part of daily checks. The reported error codes were generated when the ventilator was powered up. The fse reproduced the reported issue and replaced the control printed circuit board (pcb). The ventilator was returned to the customer and cleared for clinical use after passed functional tests. It was later known that the replaced control pcb was scrapped. The evaluation of received device logs shows that the reported error codes occurred four times after ventilator start-up on november 18, 19 and 24, 2020. A depleted or otherwise bad lithium backup battery will lead to the reported 'battery depleted' technical error code, but may also lead to the 'internal memory detected' error after a restart. The 'internal memory detected' technical error may also indicate a hardware problem in which case the control pcb needs to be replaced. The most probable cause is a bad or depleted backup battery, but may also include a hardware error with the control pcb. As the replaced control pcb was scrapped and not returned for investigation, the root cause could not be determined.